Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5086, implantable pacing lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) implantable pacing lead exhibited intermittent high/unstable threshold, no capture and high impedance. The lead was switched to unipolar. It was further reported there were lead warnings for out of range impedances. The lead was capped and replaced. An intermittent fracture is suspected in the lead. No patient complications have been reported as a result of this event.